Event description:
It was reported, the patient¿s pump was originally implanted to treat neck pain. Now the pump is being used to treat low back pain. The patient¿s low back pain started about 2 years ago. (B)(6) 2011 during a mammogram someone put their hands on both sides of the patient¿s body and twisted the patient like a pretzel. This pulled tissue loose and the patient¿s pump had to be replaced. When the pump was replaced, the patient got a smaller pump and was in back by the patient¿s hip. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The patient gained 25 pounds overnight after the technician pulled her catheter loose during the mammogram procedure in 2011.